Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 589 mg/dl. Customer got sick and forgot to take his doses and had a seizure while at work. Customer also had diabetic ketoacidosis. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 3 years prior to the hospitalization. Customer lost his insurance coverage. Customer now has insurance and needs to get emergency supplies. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.